Event description:
The customer contact reported an unrequested bolus dose. On an unspecified date, prior to pt use, the bolus cord was connected to a gemstar pump. No specific programming parameters were provided. The customer contact reported that after the pump was set up, the pump sounded an audible alarm indicating that a bolus dose was being delivered. It was reported that the pump then alarmed for an unspecified occlusion. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.